Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination, pneumonia and peritonitis with culture positive for (B)(6) in a female patient (born in (B)(6)) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with pneumonia. On an unreported date, the patient made mistake/touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis and pneumonia. Since this event the patient has recovered from the peritonitis. The nurse clarified the patient had pneumonia, which migrated to the peritoneum causing peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported the patient received retraining since this incident of a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-breach in aseptic issue and peritonitis. This complaint was confirmed because the nurse reported a break in aseptic technique by the patient described as a touch contamination. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). Additional information received from global pharmacovigilance. The nurse reported and clarified the patient experienced peritonitis on (B)(6) 2012. On (B)(6) 2012 the patient was hospitalized for the peritonitis and was diagnosed with pneumonia. On (B)(6) 2012 the patient was discharged from the hospital. It was reported by the nurse that the patient has recovered from pneumonia.